Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a retractor fixation pin broke during surgery after the surgeon had difficulty in positioning it in the correct alignment because the patient's anatomy would not allow for proper positioning. The broken piece was recovered and there was no reported patient impact.

Manufacturer narrative:
Inspection: the device was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a retractor fixation pin broke during surgery after the surgeon had difficulty in positioning it in the correct alignment because the patient's anatomy would not allow for proper positioning. The broken piece was recovered and there was no reported patient impact.